Event description:
It was reported that an asymptomatic patient presented to the clinic on three separate occasions, the right atrial lead exhibited noise with inappropriate auto mode switch. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.